Manufacturer narrative:
Manufacturer's investigation conclusion: review of the log file submitted by the account confirmed pump stop events. Based on experience with the heartmate (hm) ii left ventricular assist system (lvas) and similar reported events, the pump stops and hazard alarms that occurred while the patient was supported by both batteries and a power module could be indicative of driveline damage. The submitted log file captured pump stop events on (B)(6) 2020, (B)(6) 2020, (B)(6) 2020, and (B)(6) 2020 with corresponding hazard alarms for low speed and low flow. These events occurred while the system was supported on both the power module and batteries. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 6 entitled "patient care and management" addresses how to care for the driveline; however, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. In addition, section 6 (under "pump performance monitoring") outlines indications of driveline damage as well as how to respond to such events. Section 7 entitled "alarms and troubleshooting" outlines all system controller alarms and the appropriate actions associated with them. The heartmate ii lvas patient handbook is also currently available. Section 4 ¿living with the heartmate ii¿ contains information on caring for the driveline. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. Section 6 "caring for the equipment" discusses damage due to wear and fatigue of the driveline and outlines indications of driveline damage, as well as how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturers investigation is completed.

Event description:
It was reported that the patient has had recent alarms and is not an exchange candidate. The patient recently had an episode of unresponsiveness. Technical services reviewed the log file, which captured multiple low speed advisories and pump stops between (B)(6) 2020 and (B)(6) 2020. These both occurred while on batteries and the power module. There was potential issues with the percutaneous lead. The longest pump off was for 7 seconds on (B)(6) 2020.